Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had high impedance and the device was turned off and the patient is scheduled for lead revision. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received noting that x-rays have not been taken in this instance and the patient was referred to neurosurgery. Surgery was performed. During surgery, generator was disconnected and then test diagnostic was ran with resistor in place; impedance showed within range. Generator was reconnected to lead. Test diagnostic was then ran and impendence showed within range. Test ran a third time, impendence within range. Surgeon inserted generator back into pocket and closed. Lead revision was decided against due to result of test diagnostic. No additional relevant information has been received to date.